Manufacturer narrative:
The device has been received. An investigation has been initiated based upon the reported information.

Event description:
The distributor reported on behalf of the user facility the following information: the catheter sensor was used in a tram. The customer reports that the catheter did not work. A tram (transverse rectus abdominus muscle) is a muscle in the lower abdomen, between the pubic bone and the waist. Tissue (skin, fat, and muscle) is taken from the lower abdomen, slid up through a tunnel under the skin to the chest area and formed into a natural looking breast. A second, minor surgery is needed to reconstruct the nipple and areola.